Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 10 months due to pannus. The explanted valve was replaced with a non-edwards valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), h3, h4, h6 (health effect - clinical code, investigation findings, investigation conclusions). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was reported and learned from medical records, that a patient with a 23mm 3300tfx magna ease aortic valve was explanted after an implant duration of 7 years, 10 months due to stenosis secondary to pannus. The explanted valve was replaced with a 21mm non-edwards valve. The valve will be retrieved for evaluation. The patient tolerated the procedure well. Per medical records, patient presented with bioprosthetic valve stenosis and cardiomyopathy. Redo sternotomy was performed to replace the previous 23mm 3300 tfx magna ease. Intra-operatively, it was found that pannus underneath valve which was encroaching on the leaflets and restricting their movement. The valve was explanted and extensive debridement of the annulus and removal of previous pledgets were performed. A 21mm non- edwards mechanical valve was implanted without complication. The patient tolerated the procedure well and sent to ICU for recovery and discharged pod#7. Per product evaluation, customer report of pannus was confirmed. Customer report of stenosis was unable to be confirmed. As received, mechanical damage marks were observed on the free margin of leaflets 2 and 3 near commissure 3 and on leaflet 1 and 3 near commissure 1. Damages appeared serrated and did not penetrate leaflets.